Event description:
Proxy biomedical was notified on (B)(4) 2012 via email by the polyform distributor ((B)(4)) that they have received a complaint on (B)(4) 2012 regarding a polyform product. The complaint states that as a result of the polyform implant, the pt suffered physical pain and underwent at least one corrective surgery. The complaint was reported to (B)(4) via email on (B)(4) 2012 from (B)(6), the pt's attorney. The pt is identified as "(B)(6)"; date of birth is unknown. The weight and height are not provided. The hospital where the implant procedure occurred is the (B)(6) medical centre, (B)(4). The date of implantation of the mesh was (B)(6) 2007. Corrective surgery took place - the date and location of the corrective surgery is unknown. No other information regarding the product or the pt is available at this time. The polyform product lot number has not been provided to (B)(4).

Manufacturer narrative:
Evaluation: device was not returned for evaluation. Conclusion: inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Injuries such as pain is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).